Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set could not be connected to an extension set. This was observed while attempting to connect the primed solution set to the extension set. The tip of the male luer connector appeared to be too large to fit into the needleless connector of the extension set. Additionally, the male luer lock on the solution set was stuck and did not move down or turn to allow for connection to the extension set. A new set was primed to continue the set up. There was no report of patient injury or medical intervention associated with this event. No additional information is available.